Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported companion sheath was contaminated. No patient harm has been reported.

Manufacturer narrative:
The investigation of packaging issues- sterility has been completed. Neither companion sheath was not returned for investigation nor the pictures were provided. Clinical information is very little and gives no information about how the sterility was compromised. Therefore, the root cause of the packaging issue was not determined since product was not returned.